Event description:
It was reported to vyaire medical that gas delivery engine issues occurred during use on a patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician performed initial performance test. Replaced gas delivery engine. Performed operational verification process and passed. Unit meets factory specifications. Repair completed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.